Manufacturer narrative:
Other, other text: no product was returned, thus the failure mode reported was not confirmed. If the product is returned, a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device is mislabeled. No patient injury was reported.